Event description:
Healthcare professional reported approximately 7 months after injection in temples, brow, and cheek juvederm voluma with lidocaine and juvederm volbella with lidocaine in the forehead, patient developed swelling of "left upper lid" and a bump under the brow where filler had been injected, "right upper lip swelling with 2 lumps, and lumps on the jawline. Approximately one week later, the patient experienced swelling and "lumps" at the left upper lip and the left upper cheek, a "lump" at the lower lip, and "lumps" at the left-side forehead. Prior to system presentation, patient was subsequently injected with juvederm volbella with lidocaine in the lips, juvederm voluma with lidocaine in the brow and in a lateral jawline uplift and juvederm ultra plus in the marionette zone. Patient treated with hyaluronidase, prednisone and keflex. Additional information reported by healthcare provider states that symptoms not due to juvederm ultra plus. Symptoms resolved except for a small lump at right upper lip. This is the same event and the same patient reported under MDR ID #3005113652-2015-00164 (allergan complaint# (B)(4)), MDR ID#3005113652-2015-00163 (allergan complaint# (B)(4)) and MDR ID #2024601-2015-00116 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, the first injection of juvederm voluma with lidocaine.

Event description:
Additional information: symptoms have resolved. Patient has had additional injections with unspecified juvéderm¿ voluma¿ and unspecified juvéderm ultra plus¿ with no problems.

Manufacturer narrative:
UDI#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling, lumps and granulomatous reaction" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. See scanned page.